Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump was unable to complete testing including occlusion test and excessive no delivery alarm test due to prime alarm. Insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported an alarm for a loose drive support cap during the priming process. The blood glucose reading was 288 mg/dl. She stated that the insulin would shoot out as opposed to dripping and that she was not able to rewind the insulin pump. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.